Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a powerpicc implanted via the right upper arm at 13:30 on (B)(6), 2022. All triple lumens were occluded at 21:40 on (B)(6), 2022, and infusion could not be performed. The device was removed from the patient¿s body and when the removed catheter was checked, the lumen was occluded with thrombus. There was no reported patient injury.

Event description:
It was reported that the patient had a powerpicc implanted via the right upper arm at 13:30 on (B)(6) 2022. All triple lumens were occluded at 21:40 on (B)(6) 2022, and infusion could not be performed. The device was removed from the patient¿s body and when the removed catheter was checked, the lumen was occluded with thrombus. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample and valves were attached to all three luer adapters. Curved shape memory was observed along the catheter shaft. Microscopic inspection of the sample did not reveal any evidence of device occlusion. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion and aspiration with no observed leaks. The effort required to infuse through the sample was comparable to that required for a similar non-complainant device. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.